Manufacturer narrative:
Device evaluation: the cartridge has not been returned; a retained sample from the reported cartridge lot was pulled and evaluated by product analysis with the following findings: the cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 31 mmol/l associated with multiple loss of prime warnings occurring with cartridge from the current box. The reporter indicated taking cortisone at the time of the event with may have contributed to elevated blood glucose levels but indicated that there were no recent changes in medications. The reporter indicated that the pump basal rate was also adjusted related to the event. The reporter indicated that there were no known sudden changes in force or temperature related to the loss of prime warnings and confirmed priming appropriately when changing the cartridge.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.